Manufacturer narrative:
The section on contraindications in the instructions for use states "the retrograde approach is contraindicated because of risk of entrapping the lasso in the left ventricle or valvular apparatus. The lasso is not recommended for use in the ventricles." The section on precautions also states "do not resterilize and reuse."

Event description:
The customer stated that after mapping the pulmonary artery, the physician tried to remove the catheter which got stuck in the tricuspid valve. It was reported that a piece of the lasso remained the patient's heart. The prognosis for the patient has been reported to be satisfactory.